Manufacturer narrative:
A ge oec svc rep investigated the issue and found burn-in on the left monitor. The monitor was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.

Event description:
The ge oec 9800 fluoroscopy sys had burn-in of the oec logo on the left (live) monitor.